Event description:
The reporter contacted animas on (B)(6) 2015 alleging an other (unusual) issue. Customer support (cs) completed troubleshooting and the pump emitted an empty cartridge warning on (B)(6) 2015 at 240pm and the patient did not change cartridge until (B)(6) 2015 at 11:05pm. The patient went without insulin for over nine hours. The reporter stated that the patient had a blood glucose (bg) of 700mg/dl with nausea, vomiting and a headache. The patient was taken to the hospital and treated with IV fluids and insulin via pump. This report is being made due to the bg excursion the patient experienced that resulted from not changing cartridge in a timely manner.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not changing cartridge in a timely manner).